Event description:
Revision surgery pending, surgeon has not notified the intent to revise the patient to date and this was only a note in the medical records. (B)(6) 2022 patient returned to the health care provider with bleeding. X-rays showed a dislocation and no other problems and was referred to orthopedics to consult. Surgeons' office received the patient and is diagnosed with an "acute anterior dislocation of the humeral component." (B)(6) 2022 patient returns with pain. Surgeon discussed using the previous option of non-FDA cleared implant (compassionate use device) to help combat the dislocation for the patient and if that does not work then using a hemiarthroplasty. Revision surgery - date to be determined. Previous revision surgery - (B)(6) 2022 (179_23 MFR. 3008021110-2023-00066) patient - male. Date of birth - (B)(6) 1952. Age - 71. Event happened in the u.s. The following component s are implanted currently (subject to explant based on compassionate use device approval) . Reverse #short hum. Body, commercial code 1352.15.005 - lot #2212991 - ster. #(B)(4). Smr reverse liner +3mm d.40mm, commercial code 1365.50.815 - lot #22at0wb - ster. #(B)(4). Smr eccent. Glenosphere ø 40mm, commercial code 1376.09.041- lot #2214738 - ster. #(B)(4). Smr small-r connector +4, commercial code 1374.15.314 lot #2212074 - ster. #(B)(4). Smr reverse liner retentive, commercial code 1365.50.816 - lot #20at122 - ster. # (B)(4). Patient medical history (B)(6) 2020, the patient had a fall and did not get surgery for the fracture for many months. (B)(6) 2022, patient underwent initial shoulder surgery with lima implants. (B)(6) 2022, follow up visit patient presented with dislocation of the shoulder. (B)(6) 2022, patient presented with infection suspected and finding showed that the patient had anterior dislocation of the proximal humerus may have increased since prior radiographs. (B)(6) 2022, shoulder revision surgery performed to revise the (B)(6) 2022 implants. (B)(6) 2022, shoulder revision surgery performed due to reverse instability, pain, and deltoid atony. This event was registered as limacorporate complaint (B)(4) and reported to FDA as MFR 3008021110-2023-00067. (B)(6) 2022. Follow up visit the patient arrived with his caregiver who is a nurse. They reported that the patient has fallen several times since the last surgery and has a history of falling. Prosthesis noted to be currently dislocated. Surgeon suspects that some of these previous falls might have led to or contributed to recurrent dislocations. (Object of this report). (B)(6) 2022, patient returns with pain. The surgeon discussed using the previous option of non-FDA cleared implant (compassionate use device) to help combat the dislocation for the patient and if that does not work then using a hemiarthroplasty.

Manufacturer narrative:
According to the product label the coupling between smr small-r connector +4, commercial code 1374.15.314 and smr eccent. Glenosphere ø 40mm, commercial code 1376.09.041 is off label use. The product label for 1352.15.015 states couple only with concentric glenosphere 36mm dia. Or 40mm dia. Checking the manufacturing charts of the involved lot #'s no pre-existing anomaly was found. This is the first and only complaint received on these lot #'s. No additional details were available on this post-operative issue, specifically pre-operative or post-operative x-rays related to the revision surgery were requested to the complaint source, however they were not available. Based on the information received, we are not able to further investigate the root cause of the event. Considering that: ·check of the manufacturing charts highlighted no anomalies on components manufactured with the involve lot #s. ·according to the surgeon based on discussion with patients care giver the patient has frequent falling incidents. ·standard components (in an off-label manner) were implanted due to the poor anatomy. We can suppose that the event was not product related. Pms data according to limacorporate pms data, revision rate of smr reverse prosthesis due to instability/dislocation is 0.15%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is the final MDR.

Manufacturer narrative:
Checking the manufacturing charts of the involved lot #'s no pre-existing anomaly was found. This is the first and only complaint received on these lot #'s. We will submit a final report as soon as the investigation is complete.

Event description:
Shoulder reverse revision surgery was performed on (B)(6) 2022. (See complaint (B)(4) MFR. 3008021110-2023-00066). The shoulder was taken through a range of motion with provisional implants and the shoulder was quite stable to forward elevation, internal and external rotation, abduction with traction and extension. Intraoperatively a video of stability was taken, and the shoulder was stable with regard to all ranges of motion, including axial loading and traction. (B)(6) 2022 patient returned to the health care provider with bleeding. X-rays showed a dislocation and no other problems and was referred to orthopedics to consult. Surgeons office received the patient and is diagnosed with an "acute anterior dislocation of the humeral component." (B)(6) 2022 patient returns with pain. Surgeon discussed using the previous option of non-FDA cleared implant (compassionate use device) to help combat the dislocation for the patient and if that does not work then using a hemiarthroplasty. Revision surgery - date to be determined. Previous revision surgery - (B)(6) 2022(179_23 MFR. 3008021110-2023-00066). Patient - male. Date of birth - (B)(6) 1952. Age - 71. Event happened in the u.s. The following component s are implanted currently (subject to explant based on compassionate use device approval) . Reverse #short hum. Body 140°, commercial code 1352.15.015 - lot #2212991 - ster. #2200182. Smr reverse liner +3mm d.40mm, commercial code 1365.50.815 - lot #22at0wb - ster. #2200181. Smr eccent. Glenosphere ø 40mm, commercial code 1376.09.041- lot #2214738 - ster. #2200192. Smr small-r connector +4, commercial code 1374.15.314 lot #2212074 ster. #2200163. Smr reverse liner retentive, commercial code 1365.50.816 - lot #20at122 - ster. #2000293.